Manufacturer narrative:
The following devices were also listed in this report: 6.5mm low profile hex screw 25mm; cat# 7030-6525; lot# gc5a2. 6.5mm low profile hex screw 25mm; cat# 7030-6525; lot# gc5a3. 6.5mm low profile hex screw 30mm; cat# 7030-6530; lot# fyaa. Trident 0 deg x3 insert 40e; cat# 723-00-40e; lot# 6k79mh. Delta un.fem hd 40mm r40 16/18; cat# 6519-1-040; lot# 14921652. Uni adaptor sleeve v40 ti; cat# 6519-t-204; lot# 99615904. High insignia collared hip stem; cat# 7000-6604; lot# 13558851. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding pain involving a trident shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due to pain. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary/revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revised a head, liner and cup of a left hip due to pain.